Event description:
The account stated that the axsym analyzer's sample line to the pressure monitor was blocked. This led to liquid spraying on the sample syringe drive and as a result the pcb circuit board was damaged. The operator observed a burning smell and saw a small amount of smoke. There was no injuries reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Axsym plus emitted a burning smell and a small amount of smoke from the sample syringe drive in 2009. The customer stated it appeared that the sample line into the pressure monitor had become blocked, liquid had sprayed onto the sample syringe drive, and the liquid caused the sample syringe drive pcb to blow. The customer powered off the axsym and service was requested. The fsr replaced the syringe drive, cleaned the cable connectors, and replaced the probe link tubing to resolve a leak he observed at the pressure sensor during a start up procedure. The fsr verified the axsym plus performance after service was performed. The abbott axsym system operations manual list number 09a26-06 was reviewed and was found to contain adequate information on the axsym analyzer potential hazards, operational precautions and limitations. The manual section 8, hazards contains adequate information on the potential hazards for operators using the axsym analyzer. Section 7, operational precautions and limitations contains information on electrical hazards. The manual notes the axsym system poses no uncommon electrical shock hazard to operators, and basic electrical hazard awareness is essential to the safe operation of any system. This section also notes to keep liquids away from all connectors of electrical or communication components. The manual, section 9, service and maintenance was reviewed and was found to contain adequate information on the maintenance and component replacement of the probe link tubing and syringe valves. The abbott metric reports found no additional complaints for syringe assembly malfunctioned and generated smoke and burning smell due to leak occurring at pressure sensor area of the axsym. The report found that no additional customer complaints have been initiated on axsym plus since the fsr serviced the analyzer and replaced the syringe assembly. The metrics for the axsym analyzer did not identify any adverse trends due to the issue being evaluated. The safety hazards memo was found to contain information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list number 07a83-03 or the syringe assembly part number 4-37072-02 for the issue under evaluation. This is the final report.